Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic event. The duration of hospitalization was less than 24 hours. Patient was treated with intravenous (IV) insulin. Patient was experienced the symptoms of feeling sick/unwell flu-like headache tired/weak. Patient was found positive for high ketones level. No further information was available.